Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
While using a g136 scaler, the insert tips were getting hot; no injury resulted.